Event description:
Customer reportedly obtained results of 220 mg/dl and "in the 400's" on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.